Event description:
Healthcare professional reported left side "ruptured". Device has been explanted-replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "ruptured".

Event description:
Healthcare professional reported left side "ruptured". The device has been discarded.